Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? Was a complete washer transection confirmed? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Were there any patient consequences? If yes, please describe.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, dr. Said there were not feel and auditory feedback as usual. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5a57t. The following information was requested, but unavailable: where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? Was a complete washer transection confirmed? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Additional information was requested and the following was obtained: were there any patient consequences? If yes, please describe. Response: no patient consequence device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. No anvil and washer where returned for analysis, but the manufacturing batch information was reviewed. It was confirmed that the device was manufactured within the bounding time period of the field action, however because the anvil and washer were not returned we cannot confirm if the device exhibited behavior associated with the field action. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.